Event description:
As reported (B)(4) 2013, a pt of unknown age and gender presented for an endovenous laser treatment. During the procedure, the treating physician noted the guidewire unwrapped while advancing into the sheath. The device was removed and set aside. A new of the same device was used to successfully complete the procedure. There was no report of harm or injury to the pt due to this event. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. There was no report of harm or injury to the pt due to this event. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. (B)(4).